Event description:
The hospital reported that during the proximal anastomosis of an aortic graft, the aortic punch caused a 1 to 2 mm linear tear in the aorta. The surgeon noticed the tear after the seal was deployed and there was too much bleeding. A clamp was applied, the seal was removed and the anastomosis was completed. The surgeon used 4.0 prolene pledget to repair the tear. No additional patient complications were reported.